Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified lateral cutaneous vein. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the first inflation at 10 atmospheres for 60 seconds, the balloon ruptured from a pinhole located at the middle. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.